Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation of a transurethral ureteroscopic flexible ureteroscope holmium laser lithotripsy and stone extraction after routine disinfection and draping, the instrument equipment pipeline was connected, the display screen, camera system, and cold light source were turned on, and the display showed blackout. Repeated operations still could not make it work. In order not to affect the patient¿s surgery, another machine was replaced for operation. The surgery was prolonged for less than 30 minutes and the procedure was completed using a backup device. There were no reports of patient harm.